Event description:
During a laparoscopic assisted vaginal hysterectomy procedure, on the fourth firing, the surgeon fired through the lockout; no staples or cutting happened. Another instrument was opened to complete the procedure. There was no pt consequence.